Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "overinfusion" according to customer: "when did the failure occur: during therapy. Reason of complaint: we have confirmed with our manufacturing service department the volume of the bag was 580ml. The logs look correct but it would seem the pump was delivering at a faster rate, and so delivered over approximately 17 hours rather than 24 hours (triggering upstream pressure alarm as indicated in the logs)."pump infused chemotherapy over 19 hours instead of 24 hours---pump recorded 117ml still in bag but bag empty. Rate + volume to be infused were correct"pump was programmed to infuse at 24.16ml/hr for 24 hours (580ml) and after approx. 16 hr apparently the bag was empty. This may have been indicated by the upstream alarm logged at same time that infusion stopped.if this was the case, pump was delivering at rate of approx 34ml/hr instead of the programmed 24.16ml/hr.customer summary of log files have been attached in a word document first contact to end customer: b.braun. Response expected by: complaint receiver. Name of device alert: no alarm. History log files / trendfile available: yes. Swversion: n.